Manufacturer narrative:
Manufacturer received a call from an insurance company regarding alleged incident. User reportedly was smoking in bed, and had caused a fatal fire. Their is no alleged product defect. No product return is anticipated, as it was destroyed in the fire. MDR filed as a conservative measure.

Event description:
The consumer was fatally injured in a fire that was caused by the consumer smoking in bed.